Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-1064. It was reported, the pt experienced numbness in her right leg the day after her scs system was implanted. It was reported, the physician had difficulty inserting the leads during the procure. F/u info identified the pt met with her physician and he indicated there is no neurological deficit present. The pt is receiving effective stimulation.